Manufacturer narrative:
Hamilton medical ag`s comes to the following conclusion: investigation is ongoing. Note: the serial number was not available at the time of the initial report. All related information, such as the serial number, UDI, and manufacturing date, will be provided in the follow-up once the serial number becomes available.

Event description:
Hamilton medical ag received the following complaint description (quotation of the customer/reporter): "the report from hospital say: the patient needs to transportation for CT examination due to their condition. Before going out, all instruments can be used normally and the battery is sufficient. The medical staff will escort the patient to the emergency CT room for examination. After the examination is completed and the patient is ready to return to the ward, the nurse suddenly discovers that the ventilator is abnormal and alarms, and the screen goes black directly. Medical staff disconnected the ventilator and provided simple breathing airbag assisted ventilation, escorting the patient back to the room. Throughout the entire process, the patient's vital signs remained stable and their pulse was normal. After returning to the ward, the ventilator was promptly replaced and the patient's condition was continuously monitored to ensure stability." No clinical signs, symptoms or conditions, were reported. Additional device was required. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ags conclusion: it was reported that a hamilton-c6 ventilator experienced a black screen and alarm during patient use after a CT (computed tomography) examination. Prior to transport, the device operated normally and the battery was sufficiently charged. After the examination, the ventilator displayed an alarm and the screen went black. The medical staff immediately disconnected the ventilator and provided manual ventilation using a resuscitation bag while escorting the patient back to the ward. The patient¿s vital signs remained stable throughout the process, and no harm was reported. The ventilator was replaced upon arrival in the ward, and the patient continued to be monitored without complications. The issue was identified as a battery connection problem. Reconnecting the battery resolved the malfunction, and the device resumed normal operation without further issues. Based on the available information, the event was caused by operational error and is unrelated to product quality. The case is considered closed.